Manufacturer narrative:
The OEM performed an investigation and provided the following results. The OEM performed a DHR review and noted that "the lot was built to manufacturing specifications and met manufacturing requirements prior to shipment." The root cause could not be determined as the device was not returned for this complaint. The OEM is taking no corrective actions at this time as the failure mode has a low occurrence ranking. This will continue to be monitored and trended by the OEM.

Manufacturer narrative:
The device has not been returned for evaluation. We are unable to determine a root cause for the reported event at this time. If further information become available, a supplemental report will be filed accordingly.

Event description:
It was reported that the band fell off an esophageal varice after it was deployed. The patient was brought to the endoscopy room where the procedures were done. Anesthesia was administered and well tolerated. The patient was placed in the left lateral decubitus position. Inspection of the hypopharynx showed normal vocal cords without reflux injury or neoplasm. The video gastroscope was introduced into the esophagus, stomach and duodenum with the following findings: the esophagus had 4 columns of mid grade varices. 6 bands were deployed but one slipped off and a second set was used to replace that band. The scope was slowly withdrawn while suctioning are and fluid. The patient tolerated the procedure well.